Event description:
It was reported surgical intervention may be undertaken at a future date. Follow-up revealed the scs system was removed on (B)(6) 2013 because the patient no longer wanted it.

Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Results: the ipg battery was below the minimum to sustain stimulation, 2.2v. The ipg casing was cut and the device was manually charged to 3.5v and then fully charged on a charging system model 3721. The device was subjected to a functional test on automated test equipment (ate). The tester verified electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.